Event description:
It was reported during a surgical procedure at the user facility the device had high impedance resulting in the procedure being cancelled. No further information was provided by the user facility.

Manufacturer narrative:
Corrected information: the account declined to return the device for evaluation.

Event description:
It was reported during a surgical procedure at the user facility the device had high impedance resulting in the procedure being cancelled. No further information was provided by the user facility.